Event description:
A report was received that the patient is having difficulty charging. Due to a pre-existing medical condition, the patient can only charge by laying on her back. The physician plans to explant the patient.

Event description:
A report was received that the patient is having difficulty charging. Due to a pre-existing medical condition, the patient can only charge by laying on her back. The physician plans to explant the patient.

Manufacturer narrative:
Additional information indicates that the patient will not have an explant. No further action will be taken at this time. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.